Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 12/8/2022, it was reported by a sales representative via email that an ar-2323pslc peek swivelock failed. This was discovered during an rcr procedure on (B)(6) 2022. Case was complete with another ar-2323pslc peek swivelock. Additional information received on 12/16/2022: the ar-2323pslc peek swivelock eyelet broke off inside the patient during insertion but right before it was implanted in bone.